Manufacturer narrative:
The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: migration and visibility/palpability (wrinkling/rippling).

Event description:
Healthcare professional reported "device migration/implant malposition", "wrinkling/rippling", "change shape/size/style" and "staged reconstruction" via the national breast implant registry (nbir). This record is for the right side. Device was explanted and replaced with another manufacturer´s device.